Manufacturer narrative:
Clinical evaluation performed by medical affairs director: tibial plateau fracture occurred 1 month after primary unicompartmental knee arthroplasty. Bone weakening during normal intraoperative tibial preparation and sudden movements may have favoured the formation of the fracture. Batch review performed on 21 february 2019: lot 170796: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 2022-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month and a half after primary surgery, complaining of post operative pain that was getting worse over time. The cause of the pain was a fractured tibia and the surgeon suspects the fracture occured during the primary surgery when he inserted the trial baseplate. The surgeon used another company's plate and screws to fix the fracture and also revised the tibial insert. The surgery was completed successfully.